Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, there are air bubbles during collection using an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, there are air bubbles during collection using an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 10 retained samples were functionally evaluated and no air bubbles were observed in the tubing. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.